Manufacturer narrative:
The investigation analyzed the alarm trace and calibration events. The calibration and control results are acceptable. The alarm trace analysis noted clot detection and sample short alarms; the presence of clot detection indicates a pre-analytical issue associated with zero or low sample volume pipetting.

Event description:
There was a complaint of discrepant phenytoin results for 2 patients tested with a cobas 8000 c502 module. The discrepant results were not reported outside the laboratory. Patient 1¿s initial result on 30-aug-2021 was 0.00 mol/l accompanied by a data flag; the first repeat was 60.09 mol/l, the second repeat was 59.16 mol/l. The customer believes the repeated result of 60.09 mol/l to be correct and reported 60 mol/l. Patient 2¿s initial result on 31-aug-2021 was 0.00 mol/l accompanied by a data flag; the first repeat was 8.23 mol/l, the second repeat was 8.49 mol/l. The customer believes the repeated result of 8.23 mol/l to be correct and it was reported. The phenytoin used was lot 528218 and had an expiration date of 31-mar-2022.